Event description:
It was reported that the clinician contacted arrow clinical support (acs) advising that they were having issues with condensation in the drive line. Acs asked how much and the clinican stated, that it moves back and forth with the helium shuttle. The condensation had been checked and found to be empty. The patient was normothermic and it was really humid outside. Acs provided two options: to empty the drive line manually each time, it is filled; change out the pump. The clinician opted to change out the pump. There were no reported patient complications. Additional information received indicates that hospital biomed redrilled the drain hole to allow better drainage.

Manufacturer narrative:
Evaluation: no parts were returned for evaluation. However, field technicians followed up with the customer functional testing determined that the console was operating normally. A root cause could not be confirmed with certainty and no specific conclusion could not be drawn.